Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported forty-one exactamix inlets had ¿movable and immovable black particles inside the packaging.¿ the particulate was observed prior to patient use; therefore, there was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to g4, h6, h7, h9 and h11. Correction to h4: the lot was manufactured february, 2024. H11: the actual devices were not available; however, four (4) photographs of samples were provided for evaluation. Visual inspection was performed on the photographs which identified particulate matter. One (1) photos showed a dark fiber embedded in the outside of the white connector, not in the fluid path. Two (2) photos had a dark particle embedded in the outside of the white connector, not in the fluid pathway. One (1) photo, no particulate matter was identified. The reported condition was verified on three (3) photos and not verified on one (1) photo. The cause of the condition was determined to be contamination during the manufacturing or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.